Manufacturer narrative:
The insulin pump had no button response due to moisture damage keypad traces. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The pump had cracked case at display window corner, moisture damage on electronic assembly and moisture damage on motor.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the pump fell into the pool and there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.